Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was part of system extraction due to infection with sepsis. During extract procedure, there was removal difficulty of this lv lead. Further, the lv lead was explanted. No additional adverse patient effects were reported.